Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery utilizing retrograde approach. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right external iliac artery(eia). After a non bsc guide wire crossed the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed intact from the patients' body. The procedure was completed with a 7mmx40mm non-bsc balloon catheter. No patient complications were reported and the patient's status is good.